Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: issue: rn coordinator was inserting a piv on a patient on the medical unit and as she clicked the disengage button on the IV catheter, it malfunctioned and did not disengage into safety mechanism. The white release button is pressed in and stuck. We have heard from a few other nurses that they have experienced the same problem.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: issue: rn coordinator was inserting a piv on a patient on the medical unit and as she clicked the disengage button on the IV catheter, it malfunctioned and did not disengage into safety mechanism. The white release button is pressed in and stuck. We have heard from a few other nurses that they have experienced the same problem.

Manufacturer narrative:
Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of an insyte autoguard device. The photographs displayed a needle and shield from an insyte autoguard device. What appeared to be blood residue was observed within the grip. In the photos, the button appeared to be pressed, but the needle remained fully extended from the grip. No damage was observed on the components. This type of damage can occur if the spring is bound, the needle hub or grip are damaged, or if adhesive is inadvertently applied between the components of the safety mechanism; however, without the physical sample, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.